Event description:
The event involved a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inch where it was reported that a set of blood tubing came apart and leaked below the filter while administering blood to a patient. There was patient involvement, potential contamination of IV fluids, and there was a delay in therapy.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Manufacturer narrative:
A picture was returned showing a red circle outlining the junction between the blood filter and the tube. Additionally received one (1) used list# 124350489 primary y-type blood set attached to a 1000ml IV bag. As received the outgoing tubing of the blood filter was observed to be separated from the blood filter. Inspection of the bonding location under uv light showed insufficient solvent application. The set was found to meet product specification. The complaint of leakage can be confirmed due to the observed separation. The probable cause is due to a solvent application error in during manufacturing in costa rica. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.